Event description:
The subject device was used during a laparoscopic esophagectomy. After about 4 hours use, unk several error messages were displayed. The procedure was completed with a similar device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially lifted from the jaw. There were contact marks on the surface of the probe and the jaw. The mfg record was reviewed with no irregularities. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.